Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2025-99001. Supplemental rationale. Corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status: 1 device was received. 2 devices were not available for evaluation. Evaluation findings (results/components) 1 device: no device problem found / part/component/sub-assembly term not applicable. 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 2 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 3 events for the failure: incorrect measurement. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device was received. 2 devices were not available for evaluation. Additional information 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 events for the failure: incorrect measurement. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.